Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold, wear abrasion, an opening on anterior, and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: a crease smooth opening on posterior, a striated opening on anterior, and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening. A striated opening on anterior assessed as surgical damage. Sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation device has been explanted.